Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a database synchronization error. The investigation was performed considering complaint description, cs reports, system history and system log files. During the procedure, online image transfer functionality was affected due to an issue with database synchronization between the image visualization system (ivs) pc and the image acquisition system (ias) pc. The issue caused the system to switch to the "backup review mode", as intended for such cases, which is a mitigating factor for this issue. In this mode, radiation is available at all times and the images are also displayed on the monitor in the examination room, but these images cannot be transferred to the ivs in the control room and no further processing is possible. If the problem was temporary only, all images would have been automatically transferred to the ivs after a restart and could have been processed further. In this case, this was not possible due to the ivs defect. The customer service engineer on site replaced the complete ivs pc. After hardware replacement there were no further issues reported and the system works as intended. The images resulting from the examination could be sent and processed further and patient images were not lost during this process. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. No corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis icono biplane system. During an emergency procedure, the user experienced a delay with viewing images due to database sync errors. It was reported that the patient passed away. Information was provided that the patient was in a critical health condition prior to the procedure. Siemens has requested additional information in order to conduct an investigation of the reported event.